Manufacturer narrative:
Date sent: 06/02/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure, after being fired and reloaded three times; the device would not staple over the tissue on the third firing. This is the same in lot instances another device was used to complete the procedure. There were no adverse consequences for the pt.